Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v413614, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that patient interstim was not working about 2 or months and she could not urinate. It was indicated that patient went to the hospital in may because she could not urinate. It was indicated that patient was at a rehab center right now because she could not walk right now. It was indicated that the health care provider wanted to do the MRI because patient had 3 herniated disc and 2 pinched nerves. It was indicated that the MRI was not related to her device. It was indicated that the foley catheter was put in for the past 2 weeks and was working but the interstim was not working. It was indicated that patient could no urinate without the foley. It was indicated that the interstim was not ¿on¿. It was indicated that patient ¿did not understand why not since it was off¿. A follow-up report will be sent if additional information becomes available.